Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery pack would not hold a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was confirmed. Upon investigation, the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a corrupted bq2040 battery chip. The root cause for the corrupt bq2040 battery chip could not be positively identified. No adverse event resulted from the corrupt battery chip. The patient received a replacement battery pack.